Event description:
During the middle of the surgical procedure the surgeon attempted to remove the enodwrist prograsp instrumenbt from the patient, however, the instrument would not fit through the trocar because the pin holding the jaws of the instrument and dislodged, leaving the jaws to hang free in the patient. The surgeon was able to push the pin back into place and the instrument was successfully removed from the patient. The instrument was replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.